Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and post procedure the bwi product analysis lab inspected the shaft interior and identified detached polytetrafluoroethylene (ptfe) near the tip area. During the procedure, the inner sheath couldn¿t advance in the outer sheath due to the impediment. There was a visible deformation and bend on the dilator. No damage was identified on the tip or shaft. A second device was used to complete the operation. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath device was returned to johnson and johnson medtech for evaluation. Visual inspection and functional test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the sheath, however, the dilator was found bent. The original dilator was introduced through the sheath, and resistance was felt near the tip area. The dilator outer diameter (od) was measured, and the dimensions were found within specifications. Afterward, the shaft interior was inspected and polytetrafluoroethylene (ptfe) detached was observed near the tip area. Finally, a microscopic inspection was performed on this area and scratch marks were observed on the detached ptfe liner. The ptfe observed matches with the place of resistance detected with the dilator near the tip area. No other issues were observed. A device history record evaluation was performed for the finished device lot number 00002797, and no internal actions related to the reported complaint condition were identified. The impeded and dilator issues reported by the customer were confirmed. The detachment of the ptfe could be related to the handling of the device during the procedure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).